Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the intensive care unit after receiving multiple shocks for vt storm. The device revealed backup vvi. A device image was received for further investigation. A download was not performed due to eri. The device was explanted and replaced. No further information is available.